Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer¿s blood glucose level was 450 mg/dl on (B)(6) 2017 at 11:11 am. Customer treated their high blood glucose level via insulin pen and manual injection. Customer advised their heart raced and they felt tingly because of their high blood glucose levels. Customer¿s current blood glucose level was 380 mg/dl. Customer advised they contacted their healthcare provider and declined to troubleshoot for their high blood glucose levels.